Event description:
The manufacturer received information alleging an end user required surgery to correct movement of rods and pins in c2 and c3 of her spine which she believes was caused by the magnets in the wisp mask with magnetic connections. Despite multiple attempts to contact the user for the return of the mask and more information, no further information is available. No product will be returned for investigation. The wisp instructions for use includes the following warnings: the headgear clips contain magnets. Contact your healthcare professional before you use this mask. Some medical devices may be affected by magnetic fields. The magnetic clips in this mask should be kept at least 2 in. (50 mm) away from any active medical device with special attention to implanted devices such as pacemakers, defibrillators, and cochlear implants. Do not use in or near magnetic resonance imaging (MRI) equipment. Keep unassembled magnetic headgear clips out of reach of children. In case of accidental swallowing, seek medical assistance immediately. The manufacturer will continue to monitor complaints for similar issues. If further information becomes available, an additional report will be filed. The manufacturer concludes no further action is needed at this time.